Event description:
It was reported that a malfunction alarm occurred after going through a tsa scanner. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The technical support team assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was allowed to continue using the pump with instructions to contact support if the issue reappears.